Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient underwent back surgery using rhbmp-2/acs. Reportedly, the patient has "serious problems. Some of the problems include pain, mental anguish, and the fear that [patient] will have to undergo additional surgeries."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was preoperatively diagnosed with severe thoracic and lumbar spinal stenosis on a multiply operated back and underwent the following procedures: t9-l2 posterior spinal fusion. T9-l2 posterior instrumentation titanium. Left iliac crest graft taken through a separate skin incision. Sseps and emg satisfactory. Pre-operatively, a repeat myelogram revealed that the patient had extensive stenosis at t9-t10, t10-t11 and t11-t12, and l1-l2. It was quite pronounced with extensive posterior osteophytic formation around the facet joints and severe canal narrowing. As per the op notes,¿ the rods were checked for proper length and fit. Following this, crosslinks were placed superiorly and inferiorly. Next, bone graft was placed in lateral gutters. We did supplement this with bone morphogenetic protein i.e. Rhbmp-2/acs which we felt critical since the left crest had been partially taken when bone graft was procured. We therefore placed rhbmp-2/acs from t12 down through l2, the most critical area of fusion because of motion.¿ the patient tolerated the procedure well without intraoperative complications.